Event description:
Caller reported a pump malfunction with a displayed malf 12 code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact technical support if the malfunction reoccurred.